Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pelvic pains"), allergy to metals ("metal allergy/ nickel allergy"), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("abnormal bleeding"), ovarian cyst ("ovarian cyst") and arrhythmia ("arrhythmia") in a (B)(6) -year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 and abortion ((B)(6) 2005, (B)(6) 2007). Concomitant products included ibuprofen since 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced arrhythmia (seriousness criterion medically significant), urinary tract infection ("uti urinary tract infection"), fatigue ("fatigues"), vaginal discharge ("vaginal discharge"), pollakiuria ("frequent urination/ frequent peeing"), feeling cold ("feeling cold/ always cold") and alopecia ("hair loss"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("painful periods") and metrorrhagia ("off cycle bleeding"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), food allergy ("shrimp, sea food allergy") and milk allergy ("dairy allergy"). In 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2012, the patient experienced breast pain ("breast pain on and off throughout the month; constant ache") and breast tenderness ("breast tenderness"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced acne cystic ("cystic acne"), dizziness ("dizziness") and pain ("body aches"). In 2014, the patient experienced myalgia ("constant muscle pain/ on and off throughout the month/ constant ache"), abdominal tenderness ("tenderness") and arthralgia ("constant joint pain/joint pain/ constant pain"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with dermatitis, rash, skin irritation and peripheral swelling, autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), palpitations ("heart palpitation"), pain of skin ("skin pain"), polycystic ovaries ("pcos- polycystic ovarian syndrome"), abdominal distension ("bloating"), nausea ("nausea"), mental disorder ("psychological problems"), abdominal pain ("abdominal pain; 3-4 days prior to menstrual cycle."), adnexa uteri pain ("ovarian pain; before menstrual cycle"), pregnancy test false positive ("false positive pregnancy"), asthenia ("low energy") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy), surgery (laser treatment and essure removal) and surgery (oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, pain of skin, pain, food allergy, milk allergy, breast pain, pollakiuria, feeling cold, abdominal pain and adnexa uteri pain had resolved and the autoimmune disorder, genital haemorrhage, ovarian cyst, arrhythmia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, metrorrhagia, acne cystic, dyspareunia, myalgia, abdominal tenderness, arthralgia, palpitations, dizziness, polycystic ovaries, abdominal distension, depression, anxiety, breast tenderness, urinary tract infection, nausea, fatigue, vaginal discharge, alopecia, mental disorder, pregnancy test false positive, asthenia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, acne cystic, adnexa uteri pain, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, asthenia, autoimmune disorder, breast pain, breast tenderness, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling cold, food allergy, genital haemorrhage, menorrhagia, mental disorder, metrorrhagia, milk allergy, myalgia, nausea, ovarian cyst, pain, pain of skin, palpitations, pelvic pain, pollakiuria, polycystic ovaries, pregnancy test false positive, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not have any complications from essure removal procedure. She did not have complications of unintended pregnancy. She did not allege that the essure cause birth defects. Three months after removal, 80 percent of my issues had gone away. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: all was well, normal. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-feb-2018: events added per pfs:plaintiff claimed abnormal bleeding (vaginal/menorrhagia), allergic or hypersensitivity reaction (metal allergies, food (shrimp, sea food, dairy), skin irritation, swelling of feet, hair loss, heart palpitations), autoimmune disorder (joints, muscles, skin, constant joint pain), blood or heart disorder/condition (arrhythmia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, infection (bladder/urinary tract/vaginal)-uti, nausea, nickel allergy, oophorectomy (bilateral removal of ovaries), pain, psychological or psychiatric problems, rashes or skin conditions-dermatitis, vaginal discharge, weight gain/loss-bloating, cystic acne, anxiety, pcos, ovarian cysts, breast pain, always cold, frequent peeing, low energy, pregnancy test false positive. Acne, breasts, frequent peeing, feeling cold, allergies all went away following the removal. Essure implanted on (B)(6) 2009 essure was removed on (B)(6) 2016, bilateral salpingectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pains'), allergy to metals ('metal allergy/ nickel allergy'), ovarian cyst ('ovarian cyst') and arrhythmia ('arrhythmia') in a 23-year-old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular (depo-provera.) On (B)(6) 2015, allergy to metals on (B)(6) 2014, joint swelling on (B)(6) 2014, nervousness on (B)(6) 2014, weakness on (B)(6) 2014, fainting on (B)(6) 2014, acute stress disorder on (B)(6) 2014, ear pain on (B)(6) 2013, sore throat on (B)(6) 2013, dry cough on (B)(6) 2013, nasal congestion on (B)(6) 2013, shortness of breath on (B)(6) 2013, fever on (B)(6) 2013, low back pain on (B)(6) 2013, dizziness in 2004, multi gravida, parity 2, abortion (B)(6) 2005, (B)(6) 2007), pyuria and breast tenderness. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included erythema since (B)(6) 2014, rash since (B)(6) 2014, anxious mood since (B)(6) 2014, pain of skin since (B)(6) 2014, general body pain since (B)(6) 2014, hip discomfort since (B)(6)2013, myalgia of lower extremities since (B)(6) 2013, arthralgia since (B)(6) 2013, palpitation since (B)(6) 2011, acne since (B)(6) 2011, ovarian cyst since (B)(6) 2010, negative pregnancy test since (B)(6) 2010, hematuria and dermatitis. Concomitant products included hydrocodone from (B)(6) 2009 to (B)(6) 2016 for female sterilization as well as adapalene, amoxicillin, betamethasone, clindamycin phosphate, doxycycline, ibuprofen since 2009, lorazepam and minoxidil (rogaine). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced arrhythmia (seriousness criterion medically significant), urinary tract infection ("uti urinary tract infection"), fatigue ("fatigues"), vaginal discharge ("vaginal discharge"), pollakiuria ("frequent urination/ frequent peeing"), feeling cold ("feeling cold/ always cold") and alopecia ("hair loss"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("painful periods") and metrorrhagia ("off cycle bleeding"). On (B)(6) 2010, the patient experienced abdominal distension ("bloating") and was found to have weight increased ("weight gain"), 10 months 23 days after insertion of essure. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), food allergy ("shrimp, sea food allergy") and milk allergy ("dairy allergy"). In 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2012, the patient experienced breast pain ("breast pain on and off throughout the month; constant ache") and breast tenderness ("breast tenderness"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced acne cystic ("cystic acne"), dizziness ("dizziness") and pain ("body aches"). In 2014, the patient experienced myalgia ("constant muscle pain/ on and off throughout the month/ constant ache"), abdominal tenderness ("tenderness") and arthralgia ("constant joint pain/joint pain/ constant pain"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with dermatitis, rash, skin irritation and peripheral swelling, autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("abnormal bleeding"), palpitations ("heart palpitation"), pain of skin ("skin pain"), polycystic ovaries ("pcos- polycystic ovarian syndrome"), nausea ("nausea"), mental disorder ("psychological problems"), abdominal pain ("abdominal pain; 3-4 days prior to menstrual cycle."), adnexa uteri pain ("ovarian pain; before menstrual cycle") and asthenia ("low energy") and was found to have pregnancy test false positive ("false positive pregnancy"). The patient was treated with surgery (bilateral salpingectomy, laser treatment and essure removal and oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, acne cystic, myalgia, arthralgia, pain of skin, pain, food allergy, milk allergy, breast pain, pollakiuria, feeling cold, abdominal pain and adnexa uteri pain had resolved and the ovarian cyst, autoimmune disorder, genital haemorrhage, arrhythmia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, metrorrhagia, dyspareunia, abdominal tenderness, palpitations, dizziness, polycystic ovaries, abdominal distension, depression, anxiety, breast tenderness, urinary tract infection, nausea, fatigue, vaginal discharge, alopecia, mental disorder, pregnancy test false positive, asthenia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, acne cystic, adnexa uteri pain, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, asthenia, autoimmune disorder, breast pain, breast tenderness, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling cold, food allergy, genital haemorrhage, menorrhagia, mental disorder, metrorrhagia, milk allergy, myalgia, nausea, ovarian cyst, pain, pain of skin, palpitations, pelvic pain, pollakiuria, polycystic ovaries, pregnancy test false positive, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not have any complications from essure removal procedure. She did not have complications of unintended pregnancy. She did not allege that the essure cause birth defects. 3 months after removal, 80 percent of my issues had gone away. Current weight-167 lbs(75.75 kg) she did not experienced complications of unintended pregnancy or delivery false positive approximately 2014 I 2015. Discrepancy in date of insertion (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62.59 kgs. Hysterosalpingogram - on (B)(6) 2009: results: all was well, normal.. Concerning the injuries reported in this case the following events were confirmed in patient's medical records: acne, back pain, ovarian cyst, pelvic pain, palpitations, rash, joint pain and dizziness. Lot number: 623225 manufacturing date: 2009-03 expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pains'), allergy to metals ('metal allergy/ nickel allergy'), ovarian cyst ('ovarian cyst') and arrhythmia ('arrhythmia') in a 23-year-old female patient who had essure (batch no. Right 623225,left 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular (depo-provera.) On (B)(6)2015, allergy to metals on (B)(6)2014, joint swelling on (B)(6)2014, nervousness on (B)(6)2014, weakness on (B)(6)2014, fainting on (B)(6)2014, acute stress disorder on (B)(6)2014, ear pain on (B)(6)2013, sore throat on (B)(6)2013, dry cough on (B)(6)2013, nasal congestion on (B)(6)2013, shortness of breath on (B)(6)2013, fever on (B)(6)2013, low back pain on (B)(6)2013, dizziness in 2004, multi gravida, parity 2, abortion ((B)(6)2005, (B)(6)2007), pyuria and breast tenderness. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included erythema since (B)(6)2014, rash since (B)(6)2014, anxious mood since (B)(6)2014, pain of skin since (B)(6)2014, general body pain since (B)(6)2014, hip discomfort since (B)(6)2013, myalgia of lower extremities since (B)(6)2013, arthralgia since (B)(6)2013, palpitation since (B)(6)2011, acne since (B)(6)2011, ovarian cyst since (B)(6)2010, negative pregnancy test since (B)(6)2010, hematuria and dermatitis. Concomitant products included hydrocodone from (B)(6)2009 to (B)(6)2016 for female sterilization as well as adapalene, amoxicillin, betamethasone, clindamycin phosphate, doxycycline, ibuprofen since 2009, lorazepam and minoxidil (rogaine). On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced arrhythmia (seriousness criterion medically significant), urinary tract infection ("uti urinary tract infection"), fatigue ("fatigues"), vaginal discharge ("vaginal discharge"), pollakiuria ("frequent urination/ frequent peeing"), feeling cold ("feeling cold/ always cold") and alopecia ("hair loss"). In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("painful periods") and metrorrhagia ("off cycle bleeding"). On (B)(6)2010, the patient experienced abdominal distension ("bloating") and was found to have weight increased ("weight gain"), 10 months 23 days after insertion of essure. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), food allergy ("shrimp, sea food allergy") and milk allergy ("dairy allergy"). In 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2012, the patient experienced breast pain ("breast pain on and and off throughout the month; constant ache") and breast tenderness ("breast tenderness"). On (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced acne cystic ("cystic acne"), dizziness ("dizziness") and pain ("body aches"). In 2014, the patient experienced myalgia ("constant muscle pain/ on and off throughout the month/ constant ache"), abdominal tenderness ("tenderness") and arthralgia ("constant joint pain/joint pain/ constant pain"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with dermatitis, rash, skin irritation and peripheral swelling, autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("abnormal bleeding"), palpitations ("heart palpitation"), pain of skin ("skin pain"), polycystic ovaries ("pcos- polycystic ovarian syndrome"), nausea ("nausea"), mental disorder ("psychological problems"), abdominal pain ("abdominal pain; 3-4 days prior to menstrual cycle."), adnexa uteri pain ("ovarian pain; before menstrual cycle") and asthenia ("low energy") and was found to have pregnancy test false positive ("false positive pregnancy"). The patient was treated with surgery (bilateral salpingectomy, laser treatment and essure removal and oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, allergy to metals, acne cystic, myalgia, arthralgia, pain of skin, pain, food allergy, milk allergy, breast pain, pollakiuria, feeling cold, abdominal pain and adnexa uteri pain had resolved and the ovarian cyst, autoimmune disorder, genital haemorrhage, arrhythmia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, metrorrhagia, dyspareunia, abdominal tenderness, palpitations, dizziness, polycystic ovaries, abdominal distension, depression, anxiety, breast tenderness, urinary tract infection, nausea, fatigue, vaginal discharge, alopecia, mental disorder, pregnancy test false positive, asthenia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, acne cystic, adnexa uteri pain, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, asthenia, autoimmune disorder, breast pain, breast tenderness, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling cold, food allergy, genital haemorrhage, menorrhagia, mental disorder, metrorrhagia, milk allergy, myalgia, nausea, ovarian cyst, pain, pain of skin, palpitations, pelvic pain, pollakiuria, polycystic ovaries, pregnancy test false positive, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not have any complications from essure removal procedure. She did not have complications of unintended pregnancy. She did not allege that the essure cause birth defects. 3 months after removal, 80 percent of my issues had gone away. Current weight-167 lbs(75.75 kg). She did not experienced complications of unintended pregnancy or delivery. False positive approximately 2014 I 2015. Discrepancy in date of insertion (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62.59 kgs. Hysterosalpingogram - on (B)(6)2009: results: all was well, normal.. Concerning the injuries reported in this case the following events were confirmed in patient's medical records: acne, back pain, ovarian cyst, pelvic pain, palpitations, rash, joint pain and dizziness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received: reporter added, lot number added, historical drug added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.